Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to turn off bluetooth, close application, reset smart device, turn on bluetooth and relaunch application, which was unsuccessful. Patient was then instruction to remove the sensor and insert new transmitter, which was successful. No additional patient or event information is available.